Event description:
As reported through the source xt post-market study, approximately 18 months after the implantation of a 26mm sapien valve in a 26mm sapien xt valve, the patient was readmitted at the hospital to assess valve function. It was determined that the patient had worsening perivalvular leak (pvl) but no transvalvular (central) leak was detected. As such, the patient was scheduled for surgical valve replacement. This was completed with the implantation of a non-edwards surgical valve. Upon explantation, the edwards valves seemed to be perfect without signs of imperfections or destruction of the leaflets. As per the implanting physician, there was no evidence of device malfunction.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the reported worsening pvl found at the 18 month follow-up visit is unknown. It is possible that the paravalvular leak occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. According to the explant procedure the sapien valve seemed to be perfect with no destruction of the leaflets, and that the leak was confirmed to be paravalvular. The valve is not available for evaluation; however, the event was not considered by the implanting physician to be related to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.